Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
During primary hip arthroplasty, it has been reported that after 4 minutes, the cement had set, so that the surgeon could no longer adjust the stem in the femur. The stem is well fixed and no adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Reserve sample from the same lot has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting was noticed. The reported behaviour of the cement (setting after 4 minutes) could not be reproduced. The exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during primary hip arthroplasty, after 4 minutes, the cement had set, so the surgeon could no longer adjust the stem in the femur. The stem is well fixed and no adverse patient consequence was reported.